Manufacturer narrative:
Investigation: the customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Transient hypocalcemia associated with apheresis is usually well tolerated. Symptoms often show as paraesthesia (tingling) but patients may also experience unusual taste, nausea, lightheadedness, shivering, and tremors. Severe hypocalcemia may also cause muscle contractions and can progress to tetany and seizures if hypocalcemia escalates and is not corrected. Root cause: a definitive root cause for the patient's reaction could not be determined. Possible causes for the alleged citrate reaction include but are not limited to ac management during the procedure, patient disease state, and/or patient sensitivity to anticoagulant.

Manufacturer narrative:
Investigation: the machine was checked out at the customer site by a terumo bct service technician. The technician visually inspected the battery voltages, pump motor over torque, access and return pressure sensors, rbc detector, low pump speed, high pump speed encoder, pump motor hall effects, pump occlusion and centrifuge speed. All tests were completed and the machine is functioning per manufacturer's specification. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a donor had a citrate reaction at the beginning of a granulocyte collection procedure. The donor complained of feeling nauseated, tingling, and numbness and developed muscle stiffness. Per physician's order, saline was given to the donor via IV. Donor's outcome is not known at this time. The customer declined to provide patient (donor) information.the white blood cell collection set is not available for return because it was discarded by the customer. Device lot #, expiration, and manufacture date are not available at this time.